Manufacturer narrative:
The technician found that the hex rods were installed incorrectly. The hex rod from the foot to the head end casters slipped out of the bracket to engage the head end casters. He installed the hex rod in the correct position to repair the bed.

Event description:
Information received indicates the brake will engage and lock at the foot end of the bed but will not lock at the head end.